Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that plastic ring on the reservoir compartment broke off. It was reported that the insulin pump had a crack but the customer stated that it was not dropped/bumped and was not involved in a car accident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad overlay, missing reservoir tube o-ring, missing retainer.